Event description:
The pt stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B) (6)2010. The pt is experiencing significant glare and halos in low lighting. He is having great difficulty functioning in dim and dark lighting. His doctor prescribed eye drops for his condition. The pt stated his condition seems to be related to pupil size being larger than the corrective area on the icl. The icl remains implanted. See MFR # 2023826-2010-00433 for the other eye.

Manufacturer narrative:
(B) (4) - other, difficulty seeing in low lighting - (B) (4) - other, halos - (B) (4), glare - unlabeled. (B) (4): eval method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).